Event description:
It was reported that the pump was showing, ¿cassette not attached." There was unknown patient involvement. No patient harm/adverse event was reported.

Manufacturer narrative:
B3: unknown; no information has been provided to date. D4: primary di number is unknown. G4: FDA premarket submission number is unknown. H3: one pump was returned for analysis in used condition. Visual inspection showed the downstream occlusion (dso) seal was worn. Functional testing found that the pump alarms "cassette not attached" even though no attempt to attach a cassette was made. Service history identified the complaint was not related to a previous service of the device within the review period. The investigation determined that the pump's dso sensor was faulty. The dso sensor, dso seal and dso bezel were all replaced.